Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a greater than 8 cm ruptured abdominal aortic aneurysm. The patient presented emergently. It was reported that the physician inadvertently pulled the delivery system down before the stent graft was fully deployed. There was a type I endoleak. The physician placed two talent aortic cuffs, successfully resolving the inaccurate delivery of the stent graft and the type I endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: conclusion: (unintentionally pulled the delivery system down before the stent graft was fully deployed). Other: (secondary intervention).